Event description:
It was reported that the infusion adapter c100j experienced leakage around the injector during use. The following information was provided by the initial reporter: customer reported that chemo (endoxan) leaked from the connection part between c100j and the infusion bag.

Manufacturer narrative:
The following information has been updated: d.10. Device available for eval.?: yes. D.10. Returned to manufacturer on: 2020-07-21. H.3. Device return to manuf.?: yes.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the infusion adapter c100j experienced leakage around the injector during use. The following information was provided by the initial reporter: customer reported that chemo (endoxan) leaked from the connection part between c100j and the infusion bag.

Manufacturer narrative:
H.6. Investigation summary one infusion adapter, one infusion set, and one infusion bag was returned to our quality team for investigation. Upon visual inspection, no damage or defects were observed in the spike or spike port and the infusion adapter was properly connected to the rubber stopper of the infusion bag. The infusion adapter was connected to the infusion bag and no leakage was observed. It was noted the rubber stopper from the infusion bag was penetrated multiple times. Leakage testing is performed for all lots during manufacturing to ensure the quality of the membrane. A device history review was performed for reported lot 1904101, no deviations or non-conformances related to this issue were identified during the manufacturing process. Based on our quality team's investigation, we cannot identify a root cause related to our manufacturing process at this time. It is likely the leak occurred as a result of the multiple penetrations of the infusion bag that was observed.

Event description:
It was reported that the infusion adapter c100j experienced leakage around the injector during use. The following information was provided by the initial reporter: customer reported that chemo (endoxan) leaked from the connection part between c100j and the infusion bag.